Event description:
It was reported that oversensing caused ventricular pacing inhibition. Pauses were observed on ECG.

Event description:
It was reported that oversensing caused ventricular pacing inhibition. Pauses were observed on ECG.